Event description:
It was reported that the urethroscope is foggy after cleaning. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the inspection of the optics, no deviations/damage to the imaging could be detected in relation to the customer's specifications. The optics comply with the currently valid specifications. The event is filed under internal karl storz complaint ID: (B)(4).